Manufacturer narrative:
The actual devices were not available; however, a companion sample was received for evaluation with the original caps attached to connectors. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. The green cap was positioned onto the patient connector. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap (pull ring) was off the unspecified line of an unspecified quantity of amia cassettes. This was identified during setup of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.